Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on his compact plus meter, compared to his other compact plus meter, within 10 minutes: lo (less than 10 mg/dl) system 1, and 250 mg/dl on system 2. The wife advised when the customer tested, each meter had a drum in it, but lot numbers are unknown as wife did not have test strip information available. Requested return of the alleged device for evaluation and replacement was sent.